Event description:
During an attempt to re-intubate a neonatal infant, an rn opened a teleflex, uncuffed, et (endotracheal) tube from a packaged labeled 2.5mm. Once the neonatal nurse practitioner received the nt tube, it was discovered that it was in fact a 2.0mm uncuffed et tube. The tube was in an incorrectly labeled package.